Event description:
It was reported that the pcu is not communicating to the server. There was patient involvement however no reported patient harm. Bd received additional information. It was reported that the facility experienced network communication issues with their alaris fleet following an it update to the hospital network. Users reported that a "communication error" message appeared on the lvp modules connected to the pcus. As well, the led next to the pcu power button flashed red, paired with an audible alarm. In this error state, the pcu keypad became unresponsive, and the only way to stop the alarms and restore functionality temporarily was to reboot the devices using the power button. After rebooting, staff were unable to access the option to restore infusion settings. Preliminary investigation by bd technical support revealed that customer facility recently updated their wireless network configuration, which included disabling tls 1.0. As a result, their alaris devices were no longer able to authenticate and eventually became unresponsive after approximately 48 hours. The issue was particularly evident in the ICU, where continuous infusions are common and devices are not restarted as often. It appears that these older alaris devices require tls 1.0 for proper operation. However, this requirement does not seem to be clearly documented in any customer-facing materials.

Manufacturer narrative:
The actual date of event is unknown. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: date of event, describe event or problem, FDA notified? Report source other. Additional information: report source, device eval by manufacturer? Imdrf annex a, b, c, d, g codes, related report number grid and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported incident communication error was confirmed through review of the logs and was replicated by bd software engineering during device testing. Bd software engineering identified a memory leak as the result of a disabling encryption protocol tls 1.0. After disabling tls 1.0, the pcu repeatedly attempts to re-authenticate, allocating memory blocks that are inadvertently never released by the pcu. Over time, this builds up a memory shortage on the pcu. Eventually, the pcu runs out of memory and triggers the system error. A bd software tracker was opened to further investigate the software anomaly. Review of the pcu error log identified an error 800.8000.0 (general os failure). The error was recorded on (B)(6) 2025 at 7:29 am. The pcu event log did not record when the device initially powered on. The logs indicated the attached pump modules were programmed to infuse and continued to infuse until 7:29 am, when the system error occurred. The pump module event logs recorded the message ¿net iuc communications down¿ at this same time. At 7:30 am, there was an unexpected system power on without a proper power off beforehand, which is indicative of a watchdog alarm. There were no events or sequence of events leading to the unexpected power on. The bd alaris user manual (12.1) with guardrails, troubleshooting and maintenance guide provides guidance and explanations for the alaris system. Operating channels will continue as programmed; however, settings cannot be changed. Replace the device as soon as possible. Record the settings prior to powering down the device. Settings are unrestorable. The inspection and testing of the suspect devices did not find any existing malfunctions that could have contributed to the reported incident. The facility provided a video sample of what appears to be the suspect pcu with four (4) of the suspect pump modules attached during the system error. It was observed that the pcu did not show the traditional system error screen, due to the allocation of memory blocks. The modules showed the ¿communication error¿ message and are shown continuously alarming. This complaint will be escalated to bd operations engineering to explore potential labeling updates regarding disabling tls 1.0. The device was reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported communication error was the result of an error code 800.8000.0 (general os failure). The 800.8000.0 error (general os failure) is being attributed to a memory leak as a result of disabling encryption protocol tls 1.0. After disabling tls 1.0, the pcu repeatedly attempts to re-authenticate, allocating memory blocks that are inadvertently never released by the pcu. Over time, this builds up a memory shortage on the pcu. Eventually, the pcu runs out of memory and triggers the system error. A bd software tracker was opened to further investigate the software anomaly. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pcu is not communicating to the server. There was patient involvement however no reported patient harm. Bd received additional information. It was reported that the facility experienced network communication issues with their alaris fleet following an it update to the hospital network. Users reported that a "communication error" message appeared on the lvp modules connected to the pcus. As well, the led next to the pcu power button flashed red, paired with an audible alarm. In this error state, the pcu keypad became unresponsive, and the only way to stop the alarms and restore functionality temporarily was to reboot the devices using the power button. After rebooting, staff were unable to access the option to restore infusion settings. Preliminary investigation by bd technical support revealed that customer facility recently updated their wireless network configuration, which included disabling tls 1.0. As a result, their alaris devices were no longer able to authenticate and eventually became unresponsive after approximately 48 hours. The issue was particularly evident in the ICU, where continuous infusions are common and devices are not restarted as often. It appears that these older alaris devices require tls 1.0 for proper operation. However, this requirement does not seem to be clearly documented in any customer-facing materials. A report was received from health canada which states "following a hospital network it update, our entire pump fleet experienced communication failures. Users reported communication error" messages on lvp modules red flashing leds, audible alarms, and unresponsive pcu keypads. Rebooting was the only temporary fix, but infusion settings couldn¿t be restored, posing a patient safety risk. The issue affected all devices, not specific serial numbers. We urgently requested bd¿s collaboration on: (1) identifying root cause and improving system design, (2) defining recovery options during network failures, and (3) ensuring after-hours support access regardless of interop status, as the impact was critical." It was reported that a maude event was found that states:"we experienced critical failures with our alaris infusion pump fleet (alaris pcu 8015 & lvp 8100) across all sites 1-2 days following an it update to the hospital network (upgrade to forescout, which doesn't support anything less than tls 1.2). Users reported, and it was confirmed, that a "communication error" message appeared on the lvp modules connected to the pcus. As well, the led next to the pcu power button flashed red, paired with an audible alarm (no red banner on pcu). In this error state, the pcu keypad became unresponsive, and the only way to stop the alarms and restore functionality temporarily was to reboot the devices using the power button. After rebooting, staff were unable to access the option to restore infusion settings, which introduced an additional patient safety risk. In our email to bd, we expressed that we want to urgently collaborate with bd to address the following: 1. Root cause and design improvements: we would like to understand the specific failure that occurred and how bd can improve system design to prevent similar incidents. We have pcus, modules, videos, logs, and other data available to support this analysis. 2. Recovery options during network failures: while our it team was ultimately able to roll back the change, there was a critical period of uncertainty during which they weren't sure if this was possible. We need to understand what immediate recovery options exist to minimize patient impact of future network events--particularly how to quickly disconnect pumps from the network when they do not fail safely and manual pump reconfiguration is not feasible (i.e., would take days). 3. After-hours and weekend support access: during the event, we were informed that after-hours support is only available to interop customers (i.e., close loop medication). However, the impact of our network failure was comparable to an interop failure. Moving forward, we expect access to the same level of support during critical network incidents, regardless of interop status. Ref report: mw5171928/mw5171929. Pt code: 4582. Device codes: 2896, 4063, 1012.¿